Event description:
Acct reports that they had an incident during an abdominal CT scan in which the distal port on the continu-flo solution set "blew out". Acct states that during the scan, the pt is required to place both arms above their head. Acct states the IV catheter was in the antecubital space of one arm and they are not sure if the IV catheter kinked off. In addition they were using a "med rad pressure injector" which has a psi of 300. Baxter tubing is tested only to 45 psi. States pt was an emergency case with diagnosis of "dissecting aortic aneurysm". Acct states that possibly due to the rupture of the injection site and having to change the continue-flo set, the pt's care was delayed. The pt died due to a dissecting aortic aneurysm.